Event description:
It was reported that the camera head was not working and had no image. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed and a scratched head housing and corrosion on the connector housing was observed. A functional evaluation revealed no live video was present. A black screen with no color bars was observed. The complaint was confirmed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Please refer to the instructions for use for recommendations on proper cleaning and maintenance of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.